Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The user facility reported a patient was on impella cp support and during the removal, the impella cp was removed from the peel away sheath and then the peel away sheath was removed. The peel away and impella cp were found to have clots and calcium on them. A wire was inserted into the peel away sheath, which was used to deploy per close sutures. The patient then went into ventricular fibrillation (vf) and was defibrillated. The patient was hypotensive, and their groin was blue and blown up like a balloon. The patient started hemorrhaging into the groin area. Emergently, the right groin was opened and found a retroperitoneal bleed coming, likely from the iliac artery. The artery was exposed via cut down. The patient survived the procedure.

Manufacturer narrative:
The investigation of thrombus, vf/vt/af/at, and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of thrombus and vf/vt/af/at could not be determined. The root cause of the vascular damage - peripheral was most likely patient condition related as evidenced by clinical mention of calcified anatomy and patient having severe peripheral vascular disease.